Manufacturer narrative:
(B) (4) - pt selection. The customer reported, the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device issue: difficult to deploy-thumb advancer, mislocation-clip. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a heavily calcified femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, difficulty was encountered but deployment was completed. After clip deployment, bleeding continued. The clip was found on the skin. Manual compression was applied on achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.